Event description:
It was reported by a customer in the USA that an 840 ventilator lost the graphic user interface (gui) communication. There was no patient involvement.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien customer support engineer (cse) was only authorized to upgrade the software to the current version. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).